Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was unable to be resumed. It was also reported that the pump indicated a data log corruption and the pump unexpectedly shut off. Customer's blood glucose was 244 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.